Manufacturer narrative:
Date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two sensor guidewire devices used during the same procedure. The first is reported under 3005099803-2019-05562. 3005099803-2019-05562 = (B)(4). 3005099803-2019-05561 = (B)(4). It was reported to boston scientific corporation that a sensor wire guidewire was used in a transurethral lithotripsy procedure. The procedure date is unknown. According to the complainant, during procedure, the sensor wire shrink sleeve detached inside the scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (investigation results): the analysis of the returned device revealed that the guidewire is in good condition and no defects were noted. The complaint was not consistent with the reported incident that shrink sleeve was detached. Therefore, the most probable cause of this complaint is no problem detected since the complaint included a returned device review (visual, and dimensional testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A DHR (device history record) review was performed and no deviation was found. Block b3 (date of event): date of event was approximated to 10/01/2019 as no event date was reported. Block h6 (device codes) problem code 2907 captures the reportable event of shrink sleeve detached.

Event description:
Note: this report pertains to two sensor guidewire devices used during the same procedure. The first is reported under 3005099803-2019-05562 and the second is reported under 3005099803-2019-05561. 3005099803-2019-05562 = (B)(4). 3005099803-2019-05561 = (B)(4). It was reported to boston scientific corporation that a sensor wire guidewire was used in the ureter in a transurethral lithotripsy procedure. The procedure date is unknown. According to the complainant, during procedure, the sensor wire shrink sleeve detached inside the scope. There were no patient complications reported as a result of this event. Additional information received on 29nov019: reportedly, the issue occurred when the guidewire was inserted through the scope.